Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was intracranial bleeding and history of deep venous thrombosis (dvt) on coumadin. The filter was uneventfully deployed in infra-renal position. The patient tolerated the procedure satisfactorily. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter, perforation of all strut(s) outside the wall of the ivc and into surrounding tissue/organs and caval thrombosis. A CT scan, approximately 3 years post implant, revealed the superior end of the filter at the mid l1 interspace (juxta renal position). The filter is tilted. All the struts of the ivc filter perforate the ivc up to 6mm. Two anterior struts perforate the ivc wall 4mm and 6mm and contact the pancreas. One medial strut perforates the ivc wall 6mm and contacts the left renal vein. Two posterior struts perforate the ivc wall both 4mm and reside within the soft tissues and one (1) lateral strut perforates the ivc wall 4mm and contacts the bowel. There is thrombus within the anterior inferior portion of the filter. Per the patient profile form (ppf), the patient reports ivc perforation, perforation of filter struts into organs, tilting and thrombus within the anterior portion of the filter. The patient further reports anxiety and ineligibility for a renal transplant due to the ivc filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter, perforation of all strut(s) outside the wall of the inferior vena cava (ivc) and into surrounding tissue/organs and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of intracranial bleeding secondary to intracranial aneurism and a history of deep venous thrombosis (dvt) on coumadin. The right common femoral vein was accessed percutaneously without incident. A guidewire was passed under fluoroscopic guidance. A trapease filter was chosen and the introducer and sheaths were placed at the level of l2. A vena cavagram was obtained and the filter was uneventfully deployed in good position. The patient tolerated the procedure satisfactorily. Approximately two years and nine months after the filter was implanted, the patient underwent a computerized tomography (CT) scan of the abdomen and pelvis, indicated for filter evaluation. The CT scan reported the superior end of the cordis trapease ivc filter at the mid l1 interspace (juxta renal position). The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is not tilted at the inferior end. All the struts of the ivc filter perforate the ivc up to 6mm. Two anterior struts perforate the ivc wall 4mm and 6mm and contact the pancreas. One medial strut perforates the ivc wall 6mm and contacts the left renal vein. Two posterior struts perforate the ivc wall both 4mm and reside within the soft tissues and one (1) lateral strut perforates the ivc wall 4mm and contacts the bowel. There is thrombus within the anterior inferior portion of the filter. Results from a CT scan completed a year and nine months prior were used for comparison. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and four months after the filter implantation. The patient reports ivc perforation, perforation of filter struts into organs, tilting and thrombus within the anterior portion of the filter. The patient further experienced anxiety related to the filter and asserts being a dialysis patient and not eligible for a transplant due to the ivc filter.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the filter, perforation of all strut(s) outside the wall of the inferior vena cava (ivc) and into surrounding tissue/organs and caval thrombosis. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without imaging available for review the reported perforation into surrounding tissue/organs could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter, perforation of all strut(s) outside the wall of the inferior vena cava (ivc) and into surrounding tissue/organs and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages.